Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported after immediate extraction of two implants in the same site (ada #7) the implants would not engage. Type 1 bone quality was reported and the implants did not engage due to the poor bone quality, as well non-supporting buccal bone. Allograft was placed after failed implant surgery attempt, due to the poor bone quality and implant failed to engage. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported after immediate extraction of two implants in the same site (ada #7) the implants would not engage. Type 1 bone quality was reported and the implants did not engage due to the poor bone quality, as well non-supporting buccal bone. Allograft was placed after failed implant surgery attempt, due to the poor bone quality and implant failed to engage. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.